Event description:
Rn reports a pre-renal pt with a separataion of the transfer set from the titanium adapter. The transfer set was 3 weeks old. The pt was hospitalized for peritonitis on 7/12/99 the discharge date is unk. The pt received antibiotics (loading dose: vancomycin 1500mg and gentamycin 120mg). Further medications unk. The pt has had the peritoneal dialysis catheter removed. Due to the pt's pre renal status, the rn was unable to provide any further info.